Manufacturer narrative:
Device was used for treatment and not diagnosis the surgeon reported the patient's weight as (B)(6), the hospital reported the patient's weight as (B)(6). Event date for the non union is unknown note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Pt status post open fracture of distal tibia was treated with ex-fix hardware and two 4.5mm cortex screws in (B)(6) 2011. At f/u visit on an unk date surgeon removed the ex fix and the two screws remained implanted with the leg being casted. Six to seven months after ex fix removal and casting pt returned to different surgeon and hospital for a second opinion on an unk date. X-rays were taken and surgeon confirmed a non-union. Pt returned to operating room on (B)(6) 2011, the two screws were removed. Pt was revised to lcp plate and thirteen screws. As surgeon was tightening the screws the tip of the screwdriver broke off in the screw head of one screw. Surgeon was unsuccessful at removing the screwdriver tip from the screw head and it remains in the pt. This is 1 of 3 reports for this event.

Event description:
On (B)(6) 2012 it was reported that during the revision procedure for the non-union on (B)(6) 2011, the tip of the screwdriver broke and cold welded to the implanted screw. The surgeon could not remove the broken screwdriver tip without causing increased morbidity to the patient. This is 1 of 3 reports for this event.